Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on an unknown date, it was observed that the tip as well as the inserter on the 5.5 healix adv sp peek ce device was deformed and damaged. There were no fragments generated. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during rotator cuff repair, first two ha anchors went in fine - used the awl. Then used the ha self punching anchor which hit resistance of hard bone. The assistant persisted to mallet and try to force the anchor in. Then the surgeon also tried. He then removed the anchor to see what was happening. The peek tip had deformed and was damaged, as was the inserter (bent). This was due to not using the awl when they hit the hard bone. They then used another hasp in a different part of the bone and it went in smoothly with minimal resistance. The complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it is observed that the device's shaft tip is bent and the anchor's peek dilator us damaged. A manufacturing record evaluation was performed for the finished device 8l06080 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for the reported condition can be attributed to procedural variables, such handling of the device or product interaction during procedure; the device was forced into a hard bone surface without creating a pilot hole, as per the instructions for use; when hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b3. Date of event: subsequent follow-up with the customer, additional information was received regarding the event date, therefore, the event date and event description have been updated accordingly.

Event description:
It was reported by the customer in australia that during a rotator cuff repair surgery on (B)(6) 2022 , it was observed that the tip as well as the inserter on the 5.5 healix adv sp peek ce device was deformed and damaged. There were no fragments generated. Another like device was used to complete the procedure with a delay of three minutes. There were no adverse patient consequences reported. No additional information was provided.